Event description:
It was reported that during a hip arthroscopy on (B)(6) 2024, the inserter of the regeneten bioinductive implant broke off. The surgeon did not notice the breakage in the portal during the original surgery, therefore the case was finished leaving the piece inside the patient. The patient began experiencing postoperative pain, and x-rays later confirmed the broken piece. A revision surgery was performed on (B)(6) 2025 to remove the foreign object. The patient continues to experience pain following the secondary surgery.

Manufacturer narrative:
H10: internal complaint reference case(B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: h2: corrected information in h6. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found that two undated x-ray images were provided for review which confirm the broken piece and its location within the soft tissue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the implant specification, found that the certificate of analysis is required with each lot. A clinical evaluation states that two undated x-ray images were provided for review which confirm the broken piece and its location within the soft tissue and that the device IFU does caution that, ¿it is the surgeon's responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use.¿ please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for evaluation.